Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 10/23/2025. An investigation was conducted on 10/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The aortic cutter was observed to be in a partially deployed state. There were no visual defects observed on the intact aortic cutter. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. A manufacturing engineering evaluation was conducted. Aortic cutter would not fire- ribs on tail end of green shaft got lodged into gray bottom case notch. Preventing the shaft from rotating and blade deployment. CAPA 712014 addresses this issue along with the case splitting open. New design in process at supplier. The lot # 3000488742 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter did not fire after being unlocked. The punch part of the heartstring device did not fire. A second one was opened, worked as intended, and case progressed normally. Minimal delay in case. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site name exceeded character limitations: (B)(6).